Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, failure to insert the stylet into the right ventricular lead was observed. The lead was not used; another lead was implanted successfully. The patient¿s condition was stable.